Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the crimp balloon was torn adjacent to the I/c bond. The balloon wing tips were flared out. A bent strut was observed on the proximal end of the valve. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Crimp balloon measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. Double wall thickness measurements were taken proximal to the I/c bond on the crimp balloon. The double wall thickness of the crimp balloon was found to be within specification at all measured locations. No manufacturing nonconformities were found in the returned sample, and a review of the DHR, complaint history, lot history, and in-process manufacturing mitigations did not reveal any manufacturing issues that may have contributed to the reported event. Further, no IFU/training deficiencies were identified. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed. If the crimped valve is not positioned co-axially with the flex catheter during valve alignment, tension can build in the system and increase the forces required to align the valve. This can occur if valve alignment is performed in a non-straight section of the aorta. Valve alignment should be performed in a straight section of the aorta. If it is performed in a non-straight section, it can cause compression of the system or diving of the valve. Engineering studies have shown that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during alignment it can result in higher than usual valve alignment forces and cause difficulty with valve alignment. Additionally, if the valve is not crimped co-axially with the delivery system, it can dive into the flex tip and/or the balloon at an angle during valve alignment. This can increase valve alignment forces and contribute to valve alignment difficulty. Lastly, if residual fluid is left in the balloon following device prep and de-airing, this can contribute to valve alignment difficulty. The fluid can become concentrated in the distal end of the balloon and cause resistance during valve alignment. Per the event description, ¿more friction was noticed¿ during gross alignment. The ¿friction¿ experienced was likely tension building in the distal end of the system during valve alignment. A root cause for the valve alignment difficulty is unable to be determined at this time, but it is likely due to the procedural factors discussed above. Based on the condition of the returned device, the complaint for ¿balloon ¿ torn¿ was confirmed. The tear on the crimp balloon adjacent to the I/c bond was likely caused by the high forces experienced during valve alignment. There was no difficulty with de-airing reported, indicating that the tear was not present at the start of the procedure. Per the event description, ¿the balloon did not inflate¿ upon deployment of the valve, and it was then that the doctors realized there was a rupture in the balloon. During valve alignment, the ¿friction¿ or tension experienced likely caused the struts of the valve to dig into the balloon with a higher than normal force, causing the observed tear in the balloon. As noted, during visual inspection, one of the struts on the proximal end of the valve was bent outward. It is also possible that the inward-pointing end of the strut contributed to the observed balloon tear. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed. The wings on the proximal end of the inflation balloon had flared outwards after being separated from the crimp balloon. Upon removal of the system through the sheath, it is likely that these wings, or the bent strut on the valve, became stuck on the tip of the esheath. This would have increased the force necessary to remove the device, causing further withdrawal difficulties and contributing to the complaint event. Based on the information provided, procedural factors contributed to the complaint event. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien 3 case by tf transvenous approach within a 23mm physio ring in mitral position, while attempting the first alignment step more friction was noticed and a noise was heard. Fine alignment started late but it worked. The valve alignment was in a straight area of the venous section. There was some difficulty noticed trying to get through the septum but were able to cross it with a lot of manipulation. The valve was brought in position and the inflation was started under rapid pacing but it did not work. The balloon did not inflate and the doctors realized that the balloon had a rupture (contrast media was leaking out of the proximal balloon). The delivery system was unable to be completely withdrawn into the sheath; however all devices were able to removed as a unit. No cut down was needed and there were no vascular complications. A second 23mm sapien 3 valve was prepared and was implanted successfully. The patient remained stable.